Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material was identified as a brush but the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and the reprocessing steps performed at the user facility are unknown. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" describes how to detect for the suggested event. Evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)" describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a piece of brush being broken off inside of the biopsy channel. In addition to the brush piece found stuck inside, other evaluation findings are as follows: the insulation value at the plastic distal end cover was low; the distal end plastic cover had deep dents and scratches; the bending section cover glue was discolored, cracked, and catching cotton; the objective lens and light guide lens had peeling on the cement; there was a halo on the evis image due to a missing objective lens glue; the insertion tube had a buckle; there were superficial scratches and buckles on the light guide tube; there was a customer label on the scope connector; and play on the control knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope's forceps got stuck during a procedure. There was no report of patient harm. The device was returned, evaluated, and a brush piece was found stuck inside. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.